Event description:
Pt placed in vest restraint and siderails raised. Later found in a semi suspended position with vest around neck and one knee touching the floor. Bed had split rails and pt was found at the bedside after apparently exiting the bed through the rails.